Event description:
It was reported that during a primary stenting procedure (contrary to IFU), distal to a previously implanted stent, the stent separated from the stent delivery system (sds). Attempts to retrieve the stent were unsuccessful. The pt was observed, and experienced no complications after 24 hrs. The pt underwent CABG at an unknown later date.

Event description:
It was reported that during a ptca/stent procedure, while attempting to pass a stent through a previously implanted stent, the stent separated from the stent delivery system (sds) and became lodged in the distal artery. The pt was sent for emergency bypass surgery. No other info is available.